Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2025. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).